Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla21, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla21 mitroflow aortic pericardial heart valve at the time of manufacture and release.

Event description:
On (B)(6) 2015 a patient received a mitroflow dla21 as part of the (B)(6) trial. The manufacturer was notified of a serious adverse event, cardiovascular mortality - endocarditis, which occurred on (B)(6) 2018. The patient had three follow-ups prior to the reported adverse event. Fu 1: (B)(6) 2016, rhythm sinus, nyha class I, mean gradient 7 mmhg, good valve functionality. Fu 2: (B)(6) 2017, a-fib, nyha class I, mean gradient 15 mmhg, good valve functionality. Fu 3: (B)(6) 2018, a-fib, nyha class ii, mean gradient 29 mmhg. No further information regarding the patient or the event was recorded or received.